Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user accidentally dropped the ilet pump, resulting in a cracked screen and device damage that necessitated replacement; blood glucose was reported as not impacted and no alarms or alerts were reported. Symptoms included no clinical symptoms. Outcomes included no clinical impact and no hospitalization. Investigation included complaint intake, verification of usage details, user education on device shutdown, data syncing guidance, and logistics for return and replacement. Investigation of this device revealed physical damage to the display assembly consistent with user-induced impact, with no evidence of functional failure beyond the broken screen and no adverse glycemic effect. It was concluded, based on previously established findings for similar reports, that the cause was user handling error leading to mechanical damage unrelated to device design or manufacturing.